Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the side emitter cable plug was noticed to be damaged. It was unknown how the damage occurred. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d. Information references the main component of the system. Other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(6), UDI#: (B)(4), h3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced. Codes b01, c02, and d02 are applicable to this analysis. H3, h6: the emitter, lot number: 603003358, was returned to the manufacturer for analysis. The lemo connector was found to be damaged but was still able to mate with the controller. Upon connection, the side emitter faulted immediately. Further testing on the emtest system identified a tca rom fault. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.